Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided by the customer.

Event description:
The customer reported that the tubing leaked when infusing insulin at an unspecified rate. A note received with tubing stated ; "bottom port leaking", a medication label attached documented insulin label. Although requested, no additional event or patient information provided. The customer did not indicate any patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the port was confirmed. Functional testing was performed; a leak was observed from the smartsite port below the check valve. Closer inspection under magnification observed a small hole in the blue piston of the smartsite located near the middle slit. The cause of the leak was damage to the smartsite piston. The cause of the damage was not definitely determined.

Event description:
The customer reported that the tubing leaked when infusing insulin at an unspecified rate. A note received with the tubing stated the "bottom port" (valve) was leaking, and a medication insulin label was attached. Although requested, no additional event or patient information was provided. The customer did not indicate any patient harm.